Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)/ malposition of essure device location of device: uterus"), perforation ("perforation(other)"), pelvic pain ("severe pelvic pain") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "essure was not placed correctly". Concomitant products included hydroxychloroquine, iron, lansoprazole (prevacid) and prednisone. In 2013, the patient experienced abdominal pain ("severe abdominal pain"), abdominal pain lower ("cramping/lower abdomen pain"), anxiety ("anxious") and depression ("depressed"). In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (removal of the essure devices and surgical removal of coils.). Essure was removed in (B)(6) 2013. At the time of the report, the uterine perforation, perforation, pelvic pain, genital haemorrhage, abdominal pain, abdominal pain lower, anxiety, depression, vaginal haemorrhage, menorrhagia and dyspareunia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, depression, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, perforation, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: over several months, patient sought treatment on multiple occasions for symptoms. Ultimately, she was required to undergo a tubal ligation with removal of the essure devices on or about (B)(6) of 2013. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - in (B)(6) 2013: perforation (uterus). Most recent follow-up information incorporated above includes: on 7-mar-2019: plaintiff fact sheet- events abnormal bleeding (vaginal, menorrhagia) malposition of essure device location of device: uterus/perforation (uterus), dyspareunia (painful sexual intercourse), pain, essure was not placed correctly were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdominal pain"), abdominal pain lower ("cramping"), anxiety ("anxious") and depression ("depressed"). In (B)(6) 2013, the patient had essure inserted. The patient was treated with surgery (removal of the essure devices). Essure was removed in (B)(6) 2013. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, abdominal pain lower, anxiety and depression outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, depression, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: over several months, patient sought treatment on multiple occasions for symptoms. Ultimately, she was required to undergo a tubal ligation with removal of the essure devices on or about (B)(6) 2013. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.